Event description:
Since (B)(6) of 2023 we have experienced 13 cases in which a PICC line has developed a leak, slit, fracture or hole within the tapered segment of the PICC, which is between the 0cm mark - 7cm mark on catheter. In this particular case, the PICC line was noted to develop a hole. In addition, the bd/bard piccs are developing numerous kinks that are also occurring within the tapered segment of the PICC. This is a related concern because kinking is viewed as a precursor to the development of a hole/ crack/ leakage. In the last 12 months, there were at least 51 PICC kinks. We have seen the most issues with the product identified by catalog number 1385108qd. We have also seen concerns with product identified by catalog numbers 1174108d5 and 1274108d.